Event description:
About 8 years ago, bilateral breast implant exchanges with subglandular silicone gel implants. About a year after this, she developed a staph infection on her left implant and that was removed. The implant was ultimately replaced about 6 years ago. Most recent mammogram a little over a year ago suggested that she had bilateral ruptured silicone gel implants. No antecedent history of trauma.